Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7078576. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7078577.

Event description:
It was reported that the clinical study patient began experiencing pain and redness at the surgical site, as well as fever and chills. The patient was admitted to the hospital and was administered IV antibiotics. The patient underwent an explant procedure of the spinal cord stimulator scs device. Cultures were taken and revealed positive for methicillin-resistant staphylococcus aureus (mrsa) infection. The patient was discharged and the event is resolving. The physician assessed the event to be casually related to the procedure and not related to the device hardware or the stimulation.